Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. The lead was reprogrammed. The patient was in stable condition.